Manufacturer narrative:
Visual inspection has confirmed that the ceramic post has fractured. The ceramic post remained attached to the titanium insert. The hex of the abutment has not been damaged. The associated screw has not fractured. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The lab reported that an abutment fractured at site #7.